Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3-4, flail on the septal leaflet, thin leaflets, and friable leaflets. The first clip, a triclip xtw (40531r1105), was inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. However, difficulties visualizing the clip occurred, and post deployment, the clip partially detached from the anterior leaflet and remained attached to the septal leaflet (partial clip movement). To stabilize the partially moved clip, a second clip, a triclip xtw (40725r1023) was prepped. However, a few minutes later, the clip completely detached from both leaflets, leaving it completely loose in the right atrium (ra). A snare was then inserted and removed the clip from the patient. The second clip, a triclip xtw (40725r1023) was then inserted and advanced to the tricuspid valve. However, after deflecting the sleeve tip 45 degrees, the system lost the acquired flexion, and the f/e knob would no longer respond. It was noted that a cable break was suspected. Therefore, the second clip was removed from the patient. Two clips were then deployed on the tricuspid valve, reducing the tr to trace. There was no clinically significant delay in the procedure. It was noted that the patient woke up without complications.

Manufacturer narrative:
All available information was investigated, and the reported inability to straighten was not confirmed. The reported inability to curve and broken cable were confirmed via returned device analysis as the f cable was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to curve was due to the broken f cable. A cause for the reported inability to straighten could not be determined. The broken f cable was determined to be a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) 130003 is referenced. The investigation evaluated the reported issue, and a root cause could not be confirmed. The engineering group determined the probable root cause to be related to damage or kinking of the cable. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.